Event description:
Report rec'd that the device shaft extension (cartridge impeller) on the end of the motor shaft was broken. This was found during testing by the user facility biomedical dept. The customer contact stated that the "shaft on the device would turn but the gear that is attached was broken and the device would not run." There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.